Manufacturer narrative:
An event regarding subsidence involving an unknown gmrs distal femoral component was reported. The event was not confirmed. Method and results: device evaluation and results: material analysis, visual, functional and dimensional. Inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
In an article titled "taper junction subsidence occurs in modular tumor endoprostheses: how concerned should we be?", 12 patients with dfr (out of a total cohort of 84) were alleged to have taper junction subsidence. This pi is for patient 6, a female who had a dfr due to bone sarcoma. Taper junction subsidence was observed at 7 years post-implantation (proximal junction) and 10 years post-implantation (distal junction). Patient was not revised as of 16-year follow-up. Treatment is reported as 'wait and see.'